Event description:
It was reported that the customer went to the emergency room in (B)(6) and was subsequently hospitalized with a blood glucose (bg) level over 500 mg/dl; cause of bg not known and specific date could not be recalled by the customer. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check.